Manufacturer narrative:
The suspect product is the compact test strip drum.

Event description:
Reporter alleged discrepant blood glucose values of 162mg/dl back to back with a result of 56mg/dl, when testing was performed 10 minutes apart on the compact system. Customer stated the original result was not stored in the systems meter memory, however, did not indicate the location of the testing. As a result of the comparison, customer reported self treating was with food and juice however no other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter and compact test strip drum lot number 20659342 with an expiration date of 08-31-08.